Manufacturer narrative:
The model number, serial number, and the date of manufacture have not been provided. The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Received notice of a fire that occurred in a house or apartment near a lift chair.

Manufacturer narrative:
The patient identifier and sex were updated. The investigation revealed that the consumer was seated all day long and it appears that the left armrest caught fire most likely from a cigarette. No defect could be found in the product .

Event description:
Received notice of a fire that occurred in a house or apartment near a lift chair.